Event description:
The patient had a watchman device placed. Post procedure, the patient became hemodynamically unstable and unresponsive with echo showing watchman device had dislodged into the mitral valve causing severe mitral stenosis. FDA safety report ID # (B)(4).